Event description:
The patient reported the cartridge compartment of her insulin infusion device has moisture in it. The patient stated the moisture originally entered the compartment when she changed her insulin cartridge. She said the compartment was dry after that incident and no further insulin has spilled inside the compartment but she states the moisture keeps coming back. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.